Event description:
The reporter stated that there was insufficient solvent used between the tubing and one-way valve causing air entrapment. The tubing is barely inserted into the connectors. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Ten samples were received. One sample was received with the male luer lock (mll) missing from the check valve. Visual examination of the tubing showed evidence of solvent. The tubing was measured and was within specification. The second sample was received with the mll broken off at the female port of the check valve. No root cause for the damage could be determined. The rest of the samples were leak tested. There was no leakage observed in one sample. The remaining 7 samples leaked at the solvent bond between the mll and check valve. It appeared that the tubing had backed out of position before the solvent had completely set and had been inadvertently missed during inspection. The device history was reviewed with no related issues noted. Smiths was able to confirm the issue. No root cause could be determined for the sample with the missing mll without being able to examine the mll. No root cause could be determined for the physical damage of the second sample. Leakage of 7 of the remaining samples was confirmed due to a bonding issue. This issue is being reviewed by manufacturing. No additional action is necessary at this time. Smiths considers this MDR closed with this report.